Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: separated guide wire tip remains in patient. Device issue: separated guide wire tip. It was reported that the procedure was to treat a lesion in the mid lad; a total occluded cx and heavily calcified, 99% stenosis in rca. The patient came into the procedure from the operating room unconscious. An intra-aortic balloon pump was used during the procedure. After treating the lad, an attempt was made to treat the cx, but the guide wire could not cross the total occlusion. The guide wire was exchanged for a balance guide wire which was successfully placed in the rca. Another company's stent was implanted in the proximal rca, resulting in a dissection. The guide wire was advanced to the distal of the vessel, but it crossed at a side branch. An attempt to remove the guide wire revealed that the tip was trapped in the vessel. As the guide wire was retracted, the tip separated and remained in the patient's body. An attempt was made to remove the separated tip by using two additional guide wires; however, it could not be removed. The total time of the procedure was four hours. The patient died two days later of heart failure. The physician stated that there was no correlation between the separation of the guide wire and death of the patient. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the coils. The shaping ribbon had separated 1 cm proximal to the tip ball. The distal end of the separation including the tip ball was not returned. The tip coils had completely stretched distal from the center solder. No other damage to the guide wire was noted. The guide wire passed through a .0145" hole gauge. This met manufacturing criteria. The tip of the guide wire was not tugged on due to the separation in the shaping ribbon. This device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis for the guide wire indicated that the device shaping ribbon was subjected to excessive torsional overload beyond its design limit causing the tip to detach. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. From the incident description, the tip of the guide wire became trapped and stuck in the vessel. The cause of the torque was not described, but this likely happened during the attempt to remove the trapped tip. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This is a very low-level failure mode that is trended. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections. Also, samples are destructively tested and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.